Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event (e315 error) was caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a system failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was suspicion of fluid invasion inside the evis lucera elite colonovideoscope. The device was returned and an e315 (no image) unsupported scope error was displayed. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The scope connector was dirty due to water leakage. Due to corrosion on endoscope connector, e315(no image) unsupported scope occurred. Due to damage on air/water-tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and had white clouded area. Due to deformation of flexibility adjustment ring, flexibility adjustment function does not work. Adhesives around objective lens and light guide lens had white-clouded area. The bending section cover had a dent. Connecting tube had a cut. Protector of universal cord on scope connector side had a scratch. Paint on air/water cylinder was peeled. Connecting tube had a cut. Paint on suction cylinder was peeled. The universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.